Event description:
Additional information received identified the ipg was explanted and replaced with another model which resolved the issue. Therapy was restored postoperatively.

Manufacturer narrative:
This ipg serial number was included in a field advisory. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient did not use/recharge the scs system for past 3 years. The ipg was deemed inoperable. Surgical intervention may be taken at a later date to address the issue